Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 30, 2014 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was using a tapered reamer during an open reduction internal fixation (orif) procedure of the left femur on (B)(6) 2015. The part was being used to ream for helical blade insertion. The surgeon stated that the drill bit was dull, became very hot, and began to smoke. The surgeon continued to use the same device to complete the procedure with no reports of surgical delay or medical intervention. The patient was reported to be stable post-operatively. The drill bit that was used during the procedure was brand new. This is the second time the surgeon experienced the same type of issue with the device. The other instance has been captured in and reported under (B)(4). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: device shows a minimal amount of wear and no evident damage to cutting features. The 6mm/9mm cannulated drill bit returned by the sales consultant shows only a minimal amount of wear, and no damage that would indicate a decrease in drilling performance compared to an unused part. Without a decrease in drilling performance, there should be no increase in heat generation by the drill. There is nothing evident in the condition of the device that would indicate a change in drilling performance or an increase in heat generation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.